Event description:
It was reported that the device was prepared and the balloon was inflated for air removal on the side of the common carotid artery. However, the proximal side of the balloon partially inflated (quite severely). A replacement device was used to complete the operation. No injury was reported to the patient.

Manufacturer narrative:
The device was received for investigation and the reported problem was confirmed. The common carotid (blue) balloon appeared overstretched and deformed causing the balloon to only inflate in that area. It is possible that the balloon was inflated too rapidly or damaged from mishandling while the user prepared the device for use resulting in deformation that prevented the balloon from inflating concentrically. The IFU instructs the user to slowly inflate the balloons. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.